Event description:
Waffle cushion deflated while on patient. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for static air seat cushion, static air cushion (per site reporter): equipment failure reported to manufacturer, and they are opening an investigation. Awaiting an email. Product available for return.